Event description:
The hcp reported the pt was admitted to the ICU after being involved in a car accident. The pt was showing signs of being more sedated, had a low heart rate, and was not responding to narcan. The hcp was unsure if the pt's symptoms were related to the intrathecal drug delivery pump. The pt was on unspecified oral medications. Additional info received indicated the pt was experiencing symptoms of overdose including altered mental status, hyperalgesia, sedation and bradycardia (heart rate in the low 40's). When the paramedics had arrived at the scene of the car accident the pt was described as being "almost unresponsive". No internal injuries were found. The pt was given narcan and his condition improved, however, once the effects of the narcan started to wear off the pt's heartrate started to drop again. The hcp was questioning the function of the pump. The pt's family member reported the pump had last been filled in 2008, but did not have a copy of the programmed settings. The pt remained admitted to the ICU. Additional info has been requested from the hcp, but was not available on the date of this report.

Manufacturer narrative:
The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear manufactured prior to september 1999 physician communication.